Event description:
This event is reportable based on additional info received on 11/11/2008. It was reported that prior to a coronary artery drug eluting stenting treatment procedure, the tip of the stent delivery system was damaged during unpacking. Examination of the returned device revealed stent damage. There were no pt complications as a result of this event.

Manufacturer narrative:
A visual and microscopic examination found that the tip was slightly flared and the proximal edge of the stent was damaged. Two struts on the first stent row from the proximal edge were raised. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.